Manufacturer narrative:
Unit received with blank display due to corroded electronic assemblies. Unit received with cracked case (battery tube) and cracked battery tube threads. Unable to perform displacement test, rewind, prime/seating, basic occlusion test, force sensor test, occlusion test, self test, and current measurements due to display anomaly. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was dead and it was submerge to water. The customer¿s blood glucose level was 140 mg/dl at the time of incident. Troubleshooting was performed for moisture exposure. Customer stated that the home screen appeared on the display and battery cap was fine. Customer was advised the insulin pump would need to be replaced, to discontinue use of the insulin pump and to revert back using manual injections or pens as per doctor's instructions. The insulin pump will be returned for analysis.